Event description:
It was reported that the patient had a revision surgery to replace the insert and head due to pain or infection. Additionally, during revision surgery, when the surgeon dissociated the head from the stem, he noticed corrosion on head taper and stem trunnion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown citation stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a citation stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient had a revision surgery to replace the insert and head due to pain or infection. Additionally, during revision surgery, when the surgeon dissociated the head from the stem, he noticed corrosion on head taper and stem trunnion.